Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that two catheters from same lot failed on the same patient. The patient was post-op and the catheters were being used to irrigate the bladder in hopes of clearing clots. The first catheter was inserted, irrigation was started and the balloon burst with light aspiration. The 2nd was inserted and same thing happened.

Event description:
It was reported that two catheters from same lot failed on the same patient. The patient was post-op and the catheters were being used to irrigate the bladder in hopes of clearing clots. The first catheter was inserted, irrigation was started and the balloon burst with light aspiration. The 2nd was inserted and same thing happened.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. No sample was returned for investigation; therefore, no physical investigation could be conducted. In the absence of any actual or representative sample for investigation, we could not further investigate to identify the actual root cause of this reported failure. Therefore, the complaint cannot be confirmed.